Event description:
(B)(4). It was reported that a weighted light handle was rusted and needs to be replaced. There was no reported patient involvement, and no reported adverse consequences.

Manufacturer narrative:
There was no patient involvement. There is no expiration date for this product. Several attempts were made to obtain the serial number; however, the number was unknown at the time of this report. Evaluation of the device was not possible. Product was likely discarded. Additional attempts will be made to obtain this information. The device manufacturer date was unknown at the time of this report. Additional attempts will be made to obtain this information. Evaluation summary: after the report was received of a weighted light handle allegedly "rusting," attempts were made to evaluate the product to determine if the reported event was accurate and the root cause of the malfunction. However, after several attempts, the product was not returned to the manufacturer, and was likely discarded. At this time it is unknown if there was a potential for debris to fall into the sterile field, or what potential safety risk would be present from the debris falling into the sterile field. Due to the lack of information, this event will be reported as a potential risk. This specific malfunction was identified prior to use during a servicing event, and no patients were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.